Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, come causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. There are multiple etiologies for bowel ischemia / infarction including embolization occurring after device manipulation, bav or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, the cause of the event could not be determined; however, it may be a result of ballooning and/or deployment of the valve in a severely calcified native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported that two days post tavr procedure, the patient expired. An autopsy was not performed. There were no reported complications during the initial procedure. Per report, the patient was able to sit up fine the next day; however, that evening the patient coded. An impella was placed due to an ejection fraction (ef) of 20% (ef was 50-55% during the procedure). The patient¿s metabolic status was off and CT demonstrated free air in the abdomen. There was a concern that the patient "showered" calcification into the gut. The coronaries looked good. Of note, the patient's native annular calcification was severe.